Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. The lot number initially provided could not be found in the database. It appears to be an invalid lot number. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
A follow up report is being filed as the alert date is actually 12/12/2014 and not 1/7/2015 which is when the report was actually submitted.

Event description:
Product malfunctioned in measuring the value of the icp. Used a similar product to complete the case.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.